Event description:
It was reported via repair work order that there was no power siderails due to damaged cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.